Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and station stuck on black screen. A field service engineer (fse) replaced the drawer controller boards and tested the drawer in both hardware test application and medication applications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating, and its screen was black. Although the device was connected to power, it did not turn on. The device had already been rebooted and unplugged and replugged, but the issue persisted. The device was also shown as offline in remote smart services. The customer stated that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.